Event description:
Device explant/ revision due to device malfunction. On (B)(6) 2014: initial implant device nhv110294h. On (B)(6) 2014: device revision due to "flipped" generator. Implant device info. Not available. On (B)(6) 2017: device revision due to malfunction (implant device nhx703145h). Dates of use: (B)(6) 2014 - (B)(6) 2017. Diagnosis or reason for use: gastroparesis.